Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim and discolored. There were no visible lines running across the display. A test screen was installed and displayed normally. Unrelated to the complaint, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. Additionally, the audio bolus button was intermittently unresponsive and difficult to press. Evidence of contamination was found under all keypad buttons and the bolus button contact was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. It was also reported there were lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.